Event description:
Customer reported that when the nurse was spiking the IV line to the infusion adapter c100 and the 100 ml bbraun pab IV container, the c100 spike broke off. The involved drug was taxol. No spillage of drug. No patient or user injury.

Manufacturer narrative:
The reported incident do not involve death or injury to patient, user or other person. The risk of potential death or serious injury is considered negligible. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as a result of interaction between the infusion adapter spike, certain drugs and certain IV container port. The previously reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There was no evidence that the undiluted drug (taxol) may cause fracture of the c100 spike, unless the drug and spike was used in combination with the mentioned IV container. A technical bulletin with this information together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all u.s. Customers as a result of earlier investigation. The instruction for use was revised accordingly.